Manufacturer narrative:
Visual inspection of the returned module showed that the stress relief cover was damaged. The module was evaluated for functionality. The module had intermittent connections that would cause the unit to lose power when the cable was twisted, shaken, or bent. X-ray testing revealed the cable damages near the bend relief area which prevented the unit from obtaining spo2 measurements. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device had "bad strain reliefs causing them to intermittently work, or not work at all." No consequences or impact to patient were reported.